Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the heavily tortuous and calcified right coronary artery (rca), a vessel perforation occurred while using an unspecified balloon. A 2.75 x 28 mm xience alpine stent delivery system (sds) met anatomical resistance, failed to cross the lesion and the stent dislodged onto the device shaft. Unspecified intervention was used to remove the device. The device with the stent implant was removed from the anatomy without reported issue. The vessel was treated using balloon angioplasty. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.